Event description:
It was reported that on an unknown date during an esophagogastroduodenoscopy to repair an upper gastrointestinal bleed, the endoscope suction and neptune manifold became clogged with large blood clots collected from the patient's stomach. As a result, the surgical team switched to using direct wall suction in order to stabilize the patient for transfer to the intensive care unit. The procedure was extended by 15 minutes. At an unspecified later time, a second esophagogastroduodenoscopy was successfully administered to complete the patient's treatment. There were no patient injuries reported and no other adverse consequences alleged.

Manufacturer narrative:
The neptune bronze is a waste collection canister used for the collection of surgical fluid waste and small debris. The rover does not contain an on-board vacuum pump, but rather connects to hospital wall suction for vacuum functionality. The egd procedure resulted in large blood clots requiring disposal into the neptune rover with manifold. The level of suction provided to the neptune system was dependent on the output of the wall suction system. The size of the blood clots, in combination with the vacuum level available from wall suction, resulted in the clots failing to pass through the manifold's filter into the rover's waste receptacle. Therefore, the manifold became clogged which decreased suction levels to the surgical site. Discussions with a facility biomed rep suggested the vacuum regulator used in this operating room may provide insufficient vacuum levels for procedures that encounter larger debris. Additionally, the biomed rep indicated that maintaining optimal vacuum levels with wall suction is difficult due to elevation challenges and numerous users accessing the vacuum system simultaneously. The manifold device used in this event was not retained by the user facility and the lot number is unknown. The user facility did not request service for the rover.